Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial. Visual inspection found the optic torn and haptic broken. Dimensional length (diameter) and refraction (functional) verification was performed and the lens was found to be in specification. Unable to perform adequate width measurements due to significant lens haptic damage, which has been confirmed with re-hydration of the lens. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -02.50 diopter, in the patients left eye (os) on (B)(6) 2022. The lens was removed on (B)(6) 2022 due to patient experienced a refractive surprise. The lens was replaced with another same model/length but different diopter lens and the problem was resolved. The cause of the event was unknown.